Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was suspected that the reported clinical observations were related to the chronic lead, as the device met specifications.

Event description:
Boston scientific received information that during a device upgrade procedure, the left ventricular (lv) lead was successfully implanted. When this cardiac resynchronization therapy defibrillator (crt-d) was connected to the leads, the shock impedance measurements were greater than 200 ohms on the non-boston scientific right ventricular (rv) lead. Also, the lv pacing impedance was >3000 ohms and no capture was observed when using the rv lead coil in the pacing configuration. The lv lead impedance measurements and capture were normal when the lv lead was tested on the pacing system analyzer (psa). The device was disconnected and reconnected to the leads, but the issue did not resolve. This device was removed and a new device of the same model was tried, with the same out-of-range shock impedance measurements observed. A new boston scientific rv lead was implanted and connected to the second device, with all measurements within normal limits. The physician suspected a compatibility issue between the competitor's lead and the boston scientific device. No adverse patient effects were reported.